Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (afib) using a polarx catheter the patient experienced phrenic nerve palsy. During ablation of the right inferior pulmonary vein (ripv), at around 90 seconds it was noticed that phrenic pacing was no longer capturing the phrenic nerve. Ablation was stopped and the balloon was deflated. An attempt was made to reposition the pacing catheter in superior vena cava, but consistent capture of the phrenic nerve could not be obtained after 20 minutes. There did appear to be intermittent capture though. The procedure was cancelled due to the loss of phrenic nerve stimulation. The patient is expected to fully recover. The device is not expected to be returned for analysis due to disposal.